Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited poor sensing. The lead was removed and upon examination of the lead it was determined that the lead helix was unable to retract or extend. An alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. Helix was able to be extended and retracted but the turns necessary to retract was out of specification due to the lead having been returned stretched. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.